Event description:
It was reported that the programmer was hung up at the company logo screen and was unable to complete the log-in. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the programmer was hung up at the company logo screen and was unable to complete the log-in. As a result the hard drive was reimaged and the software was reloaded and updated. It was also noted that there was no stylus with the programmer. (B)(4).

Event description:
It was reported that the programmer was hung up at the company logo screen and was unable to complete the log-in. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the programmer was hung up at the company logo screen and was unable to complete the log-in. As a result the hard drive was reimaged and the software was reloaded and updated. It was also noted that there was no stylus with the programmer. (B)(4).

Event description:
It was reported that the programmer was hung up at the company logo screen and was unable to complete the log-in. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).